Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent contraception. Plaintiff reported to her healthcare provider that she was experiencing severe and chronic abdominal and pelvic pain, as well as painful intercourse. On or about (B)(6) 2016, she saw her physician and underwent a hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain amongst non serious events. She underwent a hysterectomy and bilateral salpingectomy about eight years following essure insertion. Pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ left coil had perforated the tube"), uterine perforation ("malposition of essure device / migration of essure device/malposition of essure device location of device:fundus of uterus, right uterosacral ligament / perforation uterus"), pelvic pain ("severe and chronic pelvic pain/ pain/ left side pain (initially sporadic, then remained constant and initially mild, progressed to severe)") and device breakage ("device breakage/the tip was broken off") in an adult female patient who had essure (batch no. 626217valid/ 628627 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 in 2002, anxiety, migraine, hypertension, multiple gastric ulcers, gerd, sciatica, herniated disc, urinary tract infection, yeast vaginitis, cholecystectomy in 2007, hysterectomy in 2008, amenorrhea, arthritis, generalized anxiety disorder and premenstrual syndrome. Tobacco-never smoker. Concurrent conditions included overweight, psoriasis, ex-smoker, lumbosacral radiculopathy, dysphagia, diarrhea, joint pain and alcohol use. Family history included stroke, coagulation defects, other and unspecified (grandmother), diabetes mellitus (father and grandparents), heart disease, unspecified (grandparents), hypercholesterolemia (father and grandparents), hypertension (father and grandparents), thyroid disorder (sister), pancreatic disorder (paternal grandfather) and irritable bowel syndrome (mother). Concomitant products included adalimumab (humira), lisinopril since 2015, pantoprazole (protonix) since 2015 and sertraline since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("severe and chronic abdominal pain/ abdominal area pain (initially sporadic, then remained constant and initially mild, progressed to severe)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and device expulsion ("expulsion of essure device/ device had become dislodged on the right and was on top of the vaginal wall"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, abdominal pain and device expulsion outcome was unknown, the pelvic pain, nausea, dysmenorrhoea and fatigue had resolved and the dyspareunia and sexual dysfunction was resolving. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, pelvic pain, sexual dysfunction and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2008: CT abdomen and pelvis with IV contrast - impression: 2 small appendicoliths within the appendix which otherwise appears normal. (B)(6) 2015: right upper quadrant ultrasound - impression: status post cholecystectomy. Otherwise, normal right upper quadrant ultrasound. No acute abnormality. (B)(6) 2016: gynecological ultrasound report - impression: uterus appears inhomogeneous in texture. No adnexal cysts/masses seen. No free fluid noted. Endometrium thickness measures a total of 6.3 mm and isi within normal range. A endometrial cyst is seen measuring 4 mm. Right and left essure coils are identified entering into the interstitium portion of the fallopian tubes. (B)(6) 2016: surgical pathology report - final diagnosis: 64 gm uterus. Slight focal endocervical squamous metaplasia negative for endocervical dysplasia. Sclerotic endometrial cavity with focal residual epithelium forming small cysts. Unremarkable myometrium. Bilateral fallopian tubes negative for dysplasia. The specimen received is uterus, cervix, bilateral tubes ensure coils. Consists of uterine body, cervix, fallopian tubes and detached wire coils. Each fallopian tube measures 8.0 x 0.7 cm and shows a lumen that contains a coiled wire. The fimbriated end of the right fallopian tube has been previously detached. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2018: plaintiff fact sheet received. Event device dislocation was updated to uterine perforation. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ left coil had perforated the tube'), uterine perforation ('malposition of essure device / migration of essure device/malposition of essure device location of device:fundus of uterus, right uterosacral ligament / perforation uterus'), pelvic pain ('severe and chronic pelvic pain/ pain/ left side pain (initially sporadic, then remained constant and initially mild, progressed to severe)') and device breakage ('device breakage/the tip was broken off') in a 37-year-old female patient who had essure (batch no. 628627 notvalid,626217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included hysterectomy in 2008, cholecystectomy in 2007, parity 2 in 2002, gravida ii, anxiety, migraine, hypertension, multiple gastric ulcers, gerd, sciatica, herniated disc, urinary tract infection, yeast vaginitis, amenorrhea, arthritis, generalized anxiety disorder and premenstrual syndrome. * tobacco-never smoker. (B)(6) 2008: CT abdomen and pelvis with IV contrast - impression: 2 small appendicoliths within the appendix which otherwise appears normal. (B)(6) 2015: right upper quadrant ultrasound - impression: status post cholecystectomy. Otherwise, normal right upper quadrant ultrasound. No acute abnormality. (B)(6) 2016 : gynecological ultrasound report - impression: uterus appears inhomogeneous in texture. No adnexal cysts/masses seen. No free fluid noted. Endometrium thickness measures a total of 6.3 mm and isi within normal range. A endometrial cyst is seen measuring 4 mm. Right and left essure coils are identified entering into the interstitium portion of the fallopian tubes. (B)(6) 2016 : surgical pathology report - final diagnosis: 64 gm uterus. Slight focal endocervical squamous metaplasia negative for endocervical dysplasia. Sclerotic endometrial cavity with focal residual epithelium forming small cysts. Unremarkable myometrium. Bilateral fallopian tubes negative for dysplasia. The specimen received is uterus, cervix, bilateral tubes ensure coils. Consists of uterine body, cervix, fallopian tubes and detached wire coils. Each fallopian tube measures 8.0 x 0.7 cm and shows a lumen that contains a coiled wire. The fimbriated end of the right fallopian tube has been previously detached. Concurrent conditions included overweight, psoriasis, ex-smoker, lumbosacral radiculopathy, dysphagia, diarrhea, joint pain and alcohol use. Family history included stroke, coagulation defects, other and unspecified (grandmother), diabetes mellitus (father and grandparents), heart disease, unspecified (grandparents), hypercholesterolemia (father and grandparents), hypertension (father and grandparents), thyroid disorder (sister), pancreatic disorder (paternal grandfather) and irritable bowel syndrome (mother). Concomitant products included adalimumab (humira), lisinopril since 2015, omeprazole (protonix), proton pump inhibitors since 2015 and sertraline since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe and chronic abdominal pain/ abdominal area pain (initially sporadic, then remained constant and initially mild, progressed to severe)"), device expulsion ("expulsion of essure device/ device had become dislodged on the right and was on top of the vaginal wall"), swelling ("swelling"), pruritus ("itching"), skin irritation ("scratch till they bled") and skin haemorrhage ("scratch till they bled"). The patient was treated with hydrocortisone (sarna hc) and surgery (she underwent total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, abdominal pain, device expulsion, swelling, pruritus, skin irritation and skin haemorrhage outcome was unknown, the pelvic pain, dyspareunia, nausea, dysmenorrhoea and fatigue had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, pruritus, skin haemorrhage, skin irritation, swelling and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media pelvis pain, abdominal pain, skin irrtiation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event was added as swelling, itching and scratch. New reporter was added. The treatment drug was added for itching. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-dec-2016: ptc investigation result. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain amongst non serious events. She underwent a hysterectomy and bilateral salpingectomy about eight years following essure insertion. Pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ left coil had perforated the tube"), device dislocation ("malposition of essure device / migration of essure device"), pelvic pain ("severe and chronic pelvic pain/ pain/ left side pain (initially sporadic, then remained constant and initially mild, progressed to severe)") and device breakage ("device breakage/the tip was broken off") in an adult female patient who had essure (batch no. 626217 / 628627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 in 2002, anxiety, migraine, hypertension, multiple gastric ulcers, gerd, sciatica, herniated disc, urinary tract infection, yeast vaginitis, cholecystectomy in 2007, hysterectomy in 2008, amenorrhea, arthritis, generalized anxiety disorder and premenstrual syndrome. Tobacco-never smoker. Concurrent conditions included overweight, psoriasis, ex-smoker, lumbosacral radiculopathy, dysphagia, diarrhea, joint pain and alcohol use. Family history included stroke, coagulation defects, other and unspecified (grandmother), diabetes mellitus (father and grandparents), heart disease, unspecified (grandparents), hypercholesterolemia (father and grandparents), hypertension (father and grandparents), thyroid disorder (sister), pancreatic disorder (paternal grandfather) and irritable bowel syndrome (mother). Concomitant products included adalimumab (humira), lisinopril since 2015, pantoprazole (protonix) since 2015 and sertraline since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("severe and chronic abdominal pain/ abdominal area pain (initially sporadic, then remained constant and initially mild, progressed to severe)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device/ device had become dislodged on the right and was on top of the vaginal wall") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, abdominal pain and device expulsion outcome was unknown, the pelvic pain, nausea, dysmenorrhoea and fatigue had resolved and the dyspareunia and sexual dysfunction was resolving. The reporter considered abdominal pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, investigation noncompliance, nausea, pelvic pain and sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2008: CT abdomen and pelvis with IV contrast - impression: 2 small appendicoliths within the appendix which otherwise appears normal. (B)(6) 2015: right upper quadrant ultrasound - impression: status post cholecystectomy. Otherwise, normal right upper quadrant ultrasound. No acute abnormality. (B)(6) 2016 : gynecological ultrasound report - impression: uterus appears inhomogeneous in texture. No adnexal cysts/masses seen. No free fluid noted. Endometrium thickness measures a total of 6.3 mm and isi within normal range. A endometrial cyst is seen measuring 4 mm. Right and left essure coils are identified entering into the interstitium portion of the fallopian tubes. (B)(6) 2016 : surgical pathology report - final diagnosis: 64 gm uterus. Slight focal endocervical squamous metaplasia negative for endocervical dysplasia. Sclerotic endometrial cavity with focal residual epithelium forming small cysts. Unremarkable myometrium. Bilateral fallopian tubes negative for dysplasia. The specimen received is uterus, cervix, bilateral tubes ensure coils. Consists of uterine body, cervix, fallopian tubes and detached wire coils. Each fallopian tube measures 8.0 x 0.7 cm and shows a lumen that contains a coiled wire. The fimbriated end of the right fallopian tube has been previously detached. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2018: case medically confirmed, lot no added, historical conditions and patients medical history added, new events added: perforation (fallopian tube)/ left coil had perforated the tube, malposition of essure device / migration of essure device, device breakage/the tip was broken off, apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), fatigue, expulsion of essure device/ device had become dislodged on the right and was on top of the vaginal wall and investigation noncompliance added. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ left coil had perforated the tube"), device dislocation ("malposition of essure device / migration of essure device/malposition of essure device location of device:"), pelvic pain ("severe and chronic pelvic pain/ pain/ left side pain (initially sporadic, then remained constant and initially mild, progressed to severe)") and device breakage ("device breakage/the tip was broken off") in an adult female patient who had essure (batch no. 626217 (valid)/ 628627 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 in 2002, anxiety, migraine, hypertension, multiple gastric ulcers, gerd, sciatica, herniated disc, urinary tract infection, yeast vaginitis, cholecystectomy in 2007, hysterectomy in 2008, amenorrhea, arthritis, generalized anxiety disorder and premenstrual syndrome. Tobacco-never smoker. Concurrent conditions included overweight, psoriasis, ex-smoker, lumbosacral radiculopathy, dysphagia, diarrhea, joint pain and alcohol use. Family history included stroke, coagulation defects, other and unspecified (grandmother), diabetes mellitus (father and grandparents), heart disease, unspecified (grandparents), hypercholesterolemia (father and grandparents), hypertension (father and grandparents), thyroid disorder (sister), pancreatic disorder (paternal grandfather) and irritable bowel syndrome (mother). Concomitant products included adalimumab (humira), lisinopril since 2015, pantoprazole (protonix) since 2015 and sertraline since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("severe and chronic abdominal pain/ abdominal area pain (initially sporadic, then remained constant and initially mild, progressed to severe)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device/ device had become dislodged on the right and was on top of the vaginal wall") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy), surgery (she underwent total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy) and surgery (she underwent total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, abdominal pain and device expulsion outcome was unknown, the pelvic pain, nausea, dysmenorrhoea and fatigue had resolved and the dyspareunia and sexual dysfunction was resolving. The reporter considered abdominal pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, investigation noncompliance, nausea, pelvic pain and sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2008: CT abdomen and pelvis with IV contrast - impression: 2 small appendicoliths within the appendix which otherwise appears normal. (B)(6) 2015: right upper quadrant ultrasound - impression: status post cholecystectomy. Otherwise, normal right upper quadrant ultrasound. No acute abnormality. (B)(6) 2016 : gynecological ultrasound report - impression: uterus appears inhomogeneous in texture. No adnexal cysts/masses seen. No free fluid noted. Endometrium thickness measures a total of 6.3 mm and isi within normal range. A endometrial cyst is seen measuring 4 mm. Right and left essure coils are identified entering into the interstitium portion of the fallopian tubes. (B)(6) 2016 : surgical pathology report - final diagnosis: 64 gm uterus. Slight focal endocervical squamous metaplasia negative for endocervical dysplasia. Sclerotic endometrial cavity with focal residual epithelium forming small cysts. Unremarkable myometrium. Bilateral fallopian tubes negative for dysplasia. The specimen received is uterus, cervix, bilateral tubes ensure coils. Consists of uterine body, cervix, fallopian tubes and detached wire coils. Each fallopian tube measures 8.0 x 0.7 cm and shows a lumen that contains a coiled wire. The fimbriated end of the right fallopian tube has been previously detached. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/ left coil had perforated the tube"), uterine perforation ("malposition of essure device / migration of essure device/malposition of essure device location of device:fundus of uterus, right uterosacral ligament / perforation uterus"), pelvic pain ("severe and chronic pelvic pain/ pain/ left side pain (initially sporadic, then remained constant and initially mild, progressed to severe)") and device breakage ("device breakage/the tip was broken off") in a 37-year-old female patient who had essure (batch no. 626217valid/ 628627 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 in 2002, anxiety, migraine, hypertension, multiple gastric ulcers, gerd, sciatica, herniated disc, urinary tract infection, yeast vaginitis, cholecystectomy in 2007, hysterectomy in 2008, amenorrhea, arthritis, generalized anxiety disorder and premenstrual syndrome. * tobacco-never smoker. (B)(6) 2008: CT abdomen and pelvis with IV contrast - impression: 2 small appendicoliths within the appendix which otherwise appears normal. (B)(6) 2015: right upper quadrant ultrasound - impression: status post cholecystectomy. Otherwise, normal right upper quadrant ultrasound. No acute abnormality. (B)(6) 2016: gynecological ultrasound report - impression: uterus appears inhomogeneous in texture. No adnexal cysts/masses seen. No free fluid noted. Endometrium thickness measures a total of 6.3 mm and isi within normal range. A endometrial cyst is seen measuring 4 mm. Right and left essure coils are identified entering into the interstitium portion of the fallopian tubes. (B)(6) 2016 : surgical pathology report - final diagnosis: 64 gm uterus. Slight focal endocervical squamous metaplasia negative for endocervical dysplasia. Sclerotic endometrial cavity with focal residual epithelium forming small cysts. Unremarkable myometrium. Bilateral fallopian tubes negative for dysplasia. The specimen received is uterus, cervix, bilateral tubes ensure coils. Consists of uterine body, cervix, fallopian tubes and detached wire coils. Each fallopian tube measures 8.0 x 0.7 cm and shows a lumen that contains a coiled wire. The fimbriated end of the right fallopian tube has been previously detached. Concurrent conditions included overweight, psoriasis, ex-smoker, lumbosacral radiculopathy, dysphagia, diarrhea, joint pain and alcohol use. Family history included stroke, coagulation defects, other and unspecified (grandmother), diabetes mellitus (father and grandparents), heart disease, unspecified (grandparents), hypercholesterolemia (father and grandparents), hypertension (father and grandparents), thyroid disorder (sister), pancreatic disorder (paternal grandfather) and irritable bowel syndrome (mother). Concomitant products included adalimumab (humira), lisinopril since 2015, omeprazole (protonix), proton pump inhibitors since 2015 and sertraline since 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe and chronic abdominal pain/ abdominal area pain (initially sporadic, then remained constant and initially mild, progressed to severe)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and device expulsion ("expulsion of essure device/ device had become dislodged on the right and was on top of the vaginal wall"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy, bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, abdominal pain and device expulsion outcome was unknown, the pelvic pain, dyspareunia, nausea, dysmenorrhoea and fatigue had resolved and the sexual dysfunction was resolving. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, pelvic pain, sexual dysfunction and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome updated: painful intercourse/ dyspareunia (painful sexual intercourse). Concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.